Manufacturer narrative:
Block b3: exact date unknown, event occurred in 2019.

Event description:
It was reported that the patient underwent a revision due to an infection. No further information has been obtained despite good faith efforts.